Event description:
Bladder erosion and migration of a proact implant. Confirmed by CT imaging. Patient unilaterally explanted. The patient remained fully dry (and is still dry as of (B)(6) 2020 with the one remaining balloon in vivo. As a result, the patient was not re-implanted and is not currently scheduled for re-implant.

Manufacturer narrative:
This same patient experienced a secondary adverse event, a skin erosion, immediately prior to the (B)(6) 2020 explant. That adverse event will be reported separately within report 3003477176-2020-00102.

Event description:
Bladder erosion and migration of a proact implant. Confirmed by CT imaging. Patient explanted, will be re-implanted at a later date.